Event description:
It was reported that the patient underwent a ¿fixation at th9-l4 via psf skipping th12 and l1 due to burst fracture. It was reported that the surgeon broke off 12 setscrews but 13 break-off portions were in the driver.¿ no patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.